Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a hole in the biopsy channel on the bronchofibervideoscope. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation, the root cause of the reported malfunction could not be identified/determined. The root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.